Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away due to an unknown cause. Eight days prior to death, the pt was admitted to the hospital for another indication. Subsequently, the pt passed away. The cause of death is unknown. During hospitalization, pd therapy was ongoing, however, it was unknown if the pt was undergoing pd therapy at the time of death. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)94). The serial number of the device was actually (B)(4), and not the previously reported (B)(4). The expiration date of the device is "not applicable" and the manufacturing date was updated because it was unknown.

Manufacturer narrative:
(B)(4). As the device was not linked to the reported death until after the device had been serviced, a complete device analysis could not be completed to investigate the reported death. However, the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the event. The device history record was reviewed and no issues were found that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the patient¿s height is 172.5 cm. The patient weight is (B)(6). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.